Event description:
This is the first of two related complaints: same product problem, different serial numbers, different pts. It was reported the dermatome device tore the skin graft during the graft recovery. The device was in contact with the pt, however, it is reported there was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.